Manufacturer narrative:
A good faith effort was made to get the device associated with this complaint back for evaluation, but there is no additional information available as the reported part was scrapped by the customer. Based on the investigation, there is insufficient data available to determine the actual cause of the incident.

Event description:
It was reported to philips that the newborn developed scalp ulceration at the site of philips scalp electrode. The device was reported to be in use on a patient, the baby developed scalp ulceration.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the newborn developed scalp ulceration at the site of philips scalp electrode. The device was reported to be in use on a patient, the baby developed scalp ulceration.